Manufacturer narrative:
No button response due to corroded keypad traces.

Event description:
The customer reported having issues with the keypad. Troubleshooting was performed. The caller stated that the numbers were not ramping on their own. The customer stated that she was not able to clear the alarm or press any button while staying in the hospital, and the screen was frozen. The call was disconnected and no further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.